Event description:
Patient suffered a stroke 40 month post index procedure, investigator assessed that the event was not related to the study device. Patient suffered a stroke 41.5 month post index procedure, investigator assessed that the event was not related to the study device. Patient did not recover and expired 44 months post index procedure, cause of death was intracerebral bleeding.

Event description:
During index procedure two endeavor sprint rx drug-eluting stents were implanted to the rca. Patient was asymptomatic at 30 day follow-up. Approximately three months post index procedure a revascularization of the distal rca was performed due to a (B)(6) history / recurrent angina pectoris, presumably related to target vessel. One endeavor sprint drug-eluting stent was implanted to the rca during the revasc procedure. Investigator has indicated that the revascularization carried out approximately 3 months post procedure was related to the study device. Patient death was reported approximately 44 months post index procedure. Cause of death is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death tvr)

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke).